Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. It was reported that the brain hemorrhage leading to brain death was associated with multiple organ failure. The primary cause of death was multiple organ failure. It was reported that the patient had a brain hemorrhage leading to brain death associated to multiple organ failure. No alarms were associated with the event. All inotropes and vasopressors were stopped upon the confirmation of the brain death and the patient was declared expired. It was reported that the primary cause of death was multiple organ failure. The heartmate 3 lvas IFU was shipped to the customer with the device. The IFU lists death and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU lists multiple types of organ failure and dysfunction, hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a brain hemorrhage that led to brain death associated with multiple organ failure. All inotropes and vasopressors were stopped once brain death was confirmed and the patient was subsequently declared expired.